Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after a transcatheter aortic valve implantation procedure. Reportedly, the suture mechanism did not work. All steps were performed; however, hemostasis was not achieved with the proglide device. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: lot number; expiration date, manufacture date. It was initially reported that the device would not be returning for analysis; however, the device was returned. Method code was removed. Evaluation summary: visual inspections were performed on the returned device. The reported difficulties were confirmed as a needle to cuff miss. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning or is not available for evaluation. The device was not returned for evaluation. In this case it is possible that poor or partial tissue capture, air knot, enlarged arteriotomy contributed to the failure to achieve hemostasis; however a definitive cause cannot be determined. The treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.